Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The same night as the procedure, the patient went to the ER due to pain and yellow oozy drainage from the stoma site. The site was red and crusting. There was no odor and the patient was afebrile. The tube appeared to be rotated horizontally instead of vertically and was gently rotated back into place. On (B)(6) 2023, the patient was seen by the proceduralist for a dressing change. There was bleeding at the stoma site. The patient was given a prescription for antibiotics and was advised not to move the tube in and out until (B)(6)2023. The patient completed a 10 day course of antibiotics.